Manufacturer narrative:
Evaluation summary: a partial iab, consisting of the balloon membrane and 11.5" of attached catheter tubing, was returned for evaluation with the membrane noted to the completely unfolded. Blood was noted on the exterior of the iab and within the inner lumen. The inner lumen within the membrane was noted to be severely kinked and elongated. The membrane at the proximal taper appeared severely stretch when viewed under normal under room light and polarized light. Underwater leak testing found no leaks in the returned portion of the device. It was not possible to satisfacorily pump the balloon on the laboratory system 90 iabp due to the condition of the catheter. Probable cause of difficulty: no leak was found in the returned portion of the device. The physical condition of the returned iab is consistent with that of an iab in which difficulty was encountered removing the device from the patient. Unfortunately, it is not possible to determine the exact reason for the encountered problem. Difficulty removing the iab from the patient may be attributed to one or more of the following: a kink in the catheter tubing trapped helium in the membrane preventing it from fully collapsing under normal arterial pressure allowing for easy removal of the balloon from the patient. The patient's anatomy (no patient info was provided). During iab removal, the membrane became "bunched" at the sheath tip causing increased resistance during iab removal. As a note, datascope's instructions for use stated the following: ...withdraw the balloon catheter through the sheath until the balloon membrane contacts the sheath, if used. Warning: do not attempt to withdraw the balloon membrane through the sheath. Remove teh iab and the sheath, if used, as a unit....

Event description:
The doctor had difficulty removing the iab from the pt. After the iab was removed, the inner lumen was loose and stretched out. Event complications: none from the event-reported 10/31/96. (Patient's current status unk-rpt'd oct 31st 1996.